Event description:
It was reported that a patient presented for a lead revision procedure. It was discovered that the right atrial (ra) lead exhibited high capture threshold. Fluoroscopy imaging was performed but no issues were found. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of inadequate capture was not confirmed. The complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis of the lead did not find any anomalies except for procedural damage. Inner insulation damage was found due to the procedure damage.